Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they need to pressed escape button three to four times in order it for function. Customer¿s blood glucose was unknown at the time of incident. Customer stated that crack near the reservoir opening and where battery goes in. Customer declined troubleshooting. The insulin pump will not be returned for analysis.